Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +16.0d) in the left eye on (B)(6) 2023. Post-operatively, the patient completed 1 light adjustment and did not return to the clinic until approximately 1 year later ((B)(6) 2024). Upon returning to the clinic, the patient complained of blurred distance vision and subsequently completed 2 additional light adjustments, which brought the patient's uncorrected distance visual acuity to 20/20 and manifest refraction to plano sphere. No lock-in light treatments were completed. The patient continued to complain of blurry distance vision and during a follow-up visit on (B)(6) 2025, the physician noted a central opacification on the lal. The lal was subsequently explanted on (B)(6) 2026.